Event description:
A physician reported that the intraocular lens had uneven/frill edge and it was not smooth. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The provided photos were evaluated by qa, qc and ms&t. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No rejectable attributes were observed in the provided photos. All lenses receive a 100% microscopic inspection for cosmetic attributes, which includes edge review. The edge inspection looks for edge inconsistency (tool marks) and/or roughness and excess edge material. Any product not meeting the edge specification criteria would be rejected. The manufacturer internal reference number is: (B)(4).